Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp. However, a company representative contacted the facility's biomed by phone and was advised that the biomed evaluated the iabp and was unable to reproduce the reported issue. The biomed recalibrated the unit and returned it back to clinical use. A supplemental report will be submitted if additional or clarifying information on patient involvement is provided to us.

Event description:
It was reported that when a newly inserted balloon was connected to the cs300 intra-aortic balloon pump (iabp), auto-fill failures occurred repeatedly. No troubleshooting was done with the customer but the customer switched to another unknown iabp which worked fine. It is unknown if this event occurred during use on a patient or prior to use; however, no adverse event was reported.